Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release.    A DHR (device history review) for the freestyle strips and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification.    If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc blood glucose meter did not turn on after a sample was applied to a test strip inserted into it. He further reported that because the meter did not give a result he self-presented to a hospital. At the hospital, a reading of ¿more than¿ 300 mg/dl was received on an unspecified hospital device and he was treated with insulin and an unspecified ¿another treatment¿. Customer declined to continue troubleshooting so no additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter did not turn on after a sample was applied to a test strip inserted into it. He further reported that because the meter did not give a result he self-presented to a hospital. At the hospital, a reading of ¿more than¿ 300 mg/dl was received on an unspecified hospital device and he was treated with insulin and an unspecified ¿another treatment¿. Customer declined to continue troubleshooting so no additional information was provided. There was no report of death or permanent injury associated with this event.